Event description:
It was reported that the patient presented in the clinic for post-op follow up; it was noted that the right ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient was stable during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.